Manufacturer narrative:
B5: the issue was further described as ¿it was just a little loose, but there was no separation between the female connector (dark blue) and the main body (light blue) of the transfer set¿. H11: the actual device was returned for evaluation with a patient connector attached to the female connector of the transfer set. A visual inspection with the naked eye was performed which observed a separation between the dark blue female connector and the light blue main body of the transfer set (twist clamp). Functional tests including clear passage and clamp function tests were performed with no issues noted. The returned patient connector was connected and disconnected from the female connector with no issues or leaks noted. The reported condition of connection issue was not verified, however, a separation between the female connector and the main body was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and the main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a connection issue between the minicap transfer set and patient line of the cassette. It was stated that the patient could not disconnect from the transfer set. The event was further described as "the dark blue part of the transfer set just keep spinning and would not disconnect". This occurred during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced as a result of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.